Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Additional: h3 and h6.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure and after implanting the right ventricular - rv lead, it was noted that the rv lead exhibited elevated capture threshold. While attempting to reposition the lead, the helix failed to extend. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.